Event description:
According to the reporter, the patient had an inguinal hernia repair in (B)(6) 2015. Post-operatively, the patient experienced pain in the groin and an intermittently painful oscillating testicle. The patient was unsure if it was due to the surgery or the implanted device. However, the pain was continuous and obvious. After repeated discussion with the physician, it was decided that orchidopexy will be performed. An ectopy cure is when there is no ectopia. Transverse inguinal incision exploration of the inguinal orifice to find an indisputable direct incipient hernia. Parietal suture between arch, conjunct, and cooper with thread 3/0 with separate stitches. Creation of a neo-cavity in the homo-lateral scrotum on the same side, i.e., on the right. The testicle is fixed in this neo cavity without torsion. Closure of the scrotum with separate stitches of absorbable thread.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d6, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.